Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hypotube shaft on the penumbra coil 400 coil (pc400 coil) became kinked after the coil was removed from its packaging and was handed off to the radiologic technologist. The damaged pc400 coil was found prior to use and was not used for the procedure. The procedure continued using a new pc400 coil.